Event description:
This spontaneous report was rec'd from a (B)(6) year old female pt reporting on herself from the united states (B)(6). The pt's weight was (B)(6) pounds. The pt's medical history included no known allergies and no medical history. The pt was treated with precise pain relieving heat patch, applied once topically, initiated on (B)(6) 2011 from approx 2:00 pm to 3:30 pm for back pain. Concomitant medications were not reported. On (B)(6) 2011, after wearing the patch for a hour and a half, the pt experienced difficulty in removing the patch. According to the pt, the patch tore off her skin and it was pink. She reported that her skin was "on the patch" and it left 6 lines on her skin. At that time she was "panicking" and did not know what to do. She did not contact her doctor, but did show the pharmacist at work. Action taken with the patch was discontinued. The pt had not recovered from the events. This report was serious (medically significant).